Event description:
It was reported that the device was used during an unk procedure. No further info is available. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 03/17/2008. Insufficient cartridge weld. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.